Manufacturer narrative:
The results of the evaluation performed suggest the event could not be verified.

Event description:
The cutting block is not accurate. The event did not occur during a surgical procedure.